Event description:
During surgery of a 7 hole distal femur plate the surgeon had problems to lock two screws. The plate has been removed and the surgeon took another plate which worked well.

Manufacturer narrative:
The distributor sent back the plate and the two screws which could not be locked with the plate. Within the risk management team we tried with several people to reproduce the problem but everybody was able to lock the screws. The assumption is that the surgeon did not use the aiming device and drilled the wrong angle. In this case it will be difficult to lock the screws properly. Nevertheless the root cause of the failure could not be identified in the area of responsibility of aap.